Event description:
It was reported that when the stimulation was turned on the patient experienced vertigo. She has not had the device on for over a month, since she started experiencing the vertigo. The patient planned on discussing with her new physician having the device explanted. It was recommended to keep the device charged even if it is not being used to prevent overdischarge. Additional information received reported the patient wants the device removed as she experiences vertigo when stimulation is turned on or when she recharges two weeks ago the battery was halfway, and when checked today the device was depleted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3550-39 lot# n315386 serial# implanted: 2012-(B)(6) explanted: product type accessory product ID 3550-29 lot# n304210 serial# implanted: 2012-(B)(6) explanted: product type accessory. (B)(4).